Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in the endovascular treatment of a patient. It was reported that during the procedure after sheath insertion and dilator removal there was difficulty drawing back from the sideport. It was reported that a kink was noted in the proximal portion of the sideport (in the clear tubing). There was no injury to the patient and it was possible to draw slowly from the side port. As per the physician, the cause of the event is believed to be device related. No additional clinical sequelae were reported and the patient is fine.